Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling. Based on a review of this information, the following was concluded: the complaint of a leaking needle was inconclusive due to poor sample condition. Five photo samples of a 22 ga safety huber infusion set w/y-site was returned for evaluation. The five samples showed different angles of what appears to be the same device within a plastic container. The safety mechanism is fully activated over the needle. Blood residue is present within the tubing, proximal hub, and y-site hub. The event description indicates the leak was located at a region outside of the dressing. The extension tubing cannot be clearly inspected from the photo samples provided. The blood fluid present within the extension tubing may be from blood aspiration or presence of a leak. Since the alleged event could not be confirmed from the photos provided, the complaint remains inconclusive at this time. A lot history review (lhr) of rebw1881 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the customer had leaking of huber needle while administering adriamycin. Called end customer, who explained the leaked was noted while administering the chemo drug. There was some leaking on to patient's skin, nurse was wearing ppe. Customer reports the leak was in the tubing outside of the dressing.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw1881 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the customer had leaking of huber needle while administering adriamycin. Called end customer, who explained the leaked was noted while administering the chemo drug. There was some leaking on to patient's skin, nurse was wearing ppe. Customer reports the leak was in the tubing outside of the dressing.